Event description:
The customer called carefusion tech support to report the touchscreen on one of their ventilators is unresponsive. According to the customer, the touchscreen lights up, but "touching the icons does nothing". The customer also mentioned that they cannot get the screen to change at all. No patient involvement.

Manufacturer narrative:
Manufacturing received a vela front panel. The vela front panel was visually inspected. Fluid ingress spot in screen was noted. The vela front panel was installed in a known good unit. The touch screen was completely irresponsive and could not be calibrated.

Manufacturer narrative:
(B)(4). A carefusion field service representative repaired the ventilator, by replacing the front panel. He also calibrated the ventilator, and ran performance tests to assure that it was performing according to manufacturer specifications. The alleged faulty front panel assy was returned to carefusion on 02/16/2015, and is waiting evaluation. Once evaluated, a follow-up medwatch report will be submitted.